Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported unknown total number of alleged false negative sars results for an unknown number of individuals. Approximately 500-600 tests were donated from non-profit businesses and taken. Some of the individuals were symptomatic and some communicated that the result was confirmed positive by an alternate testing method (method unknown). Only 1 kit lot number was provided. The customer was unable to provide further details and clarification.